Event description:
The rptr stated that rptr did meter to hcp meter comparison tests, within 10 minutes. Rptr's meter reading was 96 mg/dl, and the hcp meter (type unknown) was 160 mg/dl. Rptr did not have any symptoms. A control solution test was not done due to lack of supplies. No harm was alleged.